Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One unused 6 fr 45 cm destination sheath assembly, dilator and the valve assembly was received in the pouch pack for product evaluation. No other accessory components were returned. The valve assembly was not screwed to the sheath hub, and the dilator was not mated to the sheath. No other visual anomalies were noted. The complaint can be confirmed for valve assembly difficulty. The cause of the event cannot be determined at this time as it is likely that the valve assembly could have unscrewed from the sheath hub from the sheath hub at an unknown time pre usage at the clinical facility. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted . The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the while opening a 6 fr destination sheath it happened that the ccv with the side port was loose in the packing. During opening (of the packing) it fell out of the packing and onto the floor. There was no patient involved.